Event description:
Vns patient developed severe hoarseness four days post-implant. The patient has since been diagnosed with left vocal cord paralysis. Stimulation had not yet been initiated. The patient noticed some hoarseness the day after implant surgery which became worse over the next three days. Since that time, the hoarseness has neither worsened nor improved. At follow-up office visit, one treating physician indicated that the vocal cord paralysis was most likely related to the implant surgery and manipulation during the placement of the lead electrodes. The patient was prescribed decadron in an attempt to affect to swelling in the area. At follow-up visit with implanting surgeon, it was noted that the patient's hoarseness had progressed to aspiration of some liquids and fluids. The decadron reportedly provided no relief. Implanting surgeon indicated that the patient's symptoms are consistent with injury of a recurrent meningeal nerve. Implanting surgeon indicated that during implant surgery, the dissection was deep and with more retraction than is often required due to the patient's neck size and significant limitation and extension. It was reported that the patient has not been able to undergo any formal diagnostic direct or indirect laryngoscopy because they have had seizures during these attempted procedures. The patient is scheduled for a barium swallow and further follow up with an ent physician.